Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (dl code 202) has been confirmed. Upon investigation, the monitor will not complete detect and treat testing due to a defective u407 bluetooth chip on the computer/analog board. The root cause for the defective u407 could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing a dl code 202.